Manufacturer narrative:
The insulin pump functioned properly during the rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, and unexpected restart test. All operating currents are within the specifications. There was no unexpected low battery, off no power, or failed battery test alarm noted. There was no blank display, display anomaly, or unexpected restart anomaly noted. There was also no damage inside the pump noted. The pump was received with a scratched lcd window and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that his insulin pump died a few hours ago and was sent a battery cap. Customer stated that he had 2 cells on the battery and it said failed battery test. Customer reported that it then had a motor or chamber error. Customer stated that he went through a 4 pack of batteries and feels like he has ketones. Customer's blood glucose is 196 mg/dl and customer stated that he will take a shot. Customer was calling back with a blank display after receiving a new battery cap. Troubleshooting was performed but the customer stated that the display did not return. Customer was advised to revert to a back-up plan and discontinue use of the pump. Customer was working out more and stated that he had low blood glucose of about 50 mg/dl. Customer stated that he may have had some orange juice or something to treat but he does not remember. Customer was advised that the pump will be replaced.